Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable 25-hydroxyvitamin d (vitamin d) results for five patient samples. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The original result was 27.3 ng/ml. The sample was sent to a reference laboratory in a transport tube and tested on (B)(4) 2014 with the "tms assay" and the result was 43.1 ng/ml. The original result was reported outside the laboratory. The results from the reference laboratory were believed to be correct. The patient was not adversely affected. The vitamin d reagent lot number was 17526301 with an expiration date of 01/31/2015. The field service representative could not find a cause. He ran performance testing to confirm the instrument performance. All results met instrument specifications.

Manufacturer narrative:
Based upon method comparison studies, for single sample measurements, a 40% difference or greater may be seen between the elecsys vitamin d and lc-ms/ms. The elecsys results are traceable to lc-ms/ms reference method.